Event description:
Information was received that during use of this smiths medical cadd extension sets, leaked was noted through the filter. It was reported that the patient noticed the leaked in the bag while waiting for a friend in surgery. Then the patient cleaned up but had forgotten to bring the supplies with her so was unable to change to new tubing until she got home at midnight. It was reported that the patient woke up feeling headache, diarrhea, flushed, and realized she had not had full dose due to leak. The patient did not call anyone, but stating she is a nurse and felt like she could handle it. The next day, the tubing leaked again at the filter. Subsequently, the tube was changed quickly and everything was fine. According to the report the patient was feeling fine. No additional adverse effects were reported.